Event description:
Same case as: 2134265-2009-03962, 2134265-2009-03964. It was reported by the patient, that post a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The patient had three taxus express2 stents placed in an unknown vessel: a 2.5x24mm, a 3.0x16mm and a 2.50x8mm stent. Since the stents have been placed, the patient reports bloating and fluid retention from her knees to her feet, darkened skin on her ankles and toes, change of sensation in her feet, blotches and itching around her navel, coarse skin on her fingers and shortness of breath. The condition was ongoing as of the date of this report. The patient reported that they were compliant with plavix therapy. Additional information was requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.